Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) (I and ii), lot x278, and capture-r ready ID (crrid), lot id112. Manual testing was performed with customer's patient sample, using retention crrs (I and ii), and crrid, lot id112. Sample exhibited weak reactivity with k+ cell I from crrs (I and ii) and was nonreactive with k+ cells from crrid. Hemagglutination tube testing was performed with customer's patient sample using retention panoscreen I, ii, and iii using a potentiator. Sample exhibited weak reactivity with k+k+ cells ii and iii at iat and was nonreactive with k- cell I.

Event description:
Customer is getting unexpected negative reactivity in manual capture-r ready screen (crrs) with a patient sample that has history of anti-k.